Manufacturer narrative:
(B)(4). Based on qc product evaluation, the complaint is reportable. Investigation completed and product evaluated with no defect found on returned meter;returned test strips produce lo reading. Black chemistry observed. The root cause is black chemistry on test strips due to improper storage. (B)(4).

Event description:
Costumer complaint of e-3 error message; e-3 error occurred after the sample is applied to the test strip into meter port. Customer feels well and observed no symptoms. Verified storage of product is not within instructed specification since they are storage in the bathroom. Test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is over 120 days. Strips are on recall.